Event description:
It was reported by service report that the bed was in the full upright position. The corner of the motion interrupt pan was broken, and the footboard lid was cracked with sharp edges. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: broken motion interrupt pan caused the bed to be stuck up high. Footboard lid broken with sharp edges.